Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and thinks the insulin pump may have delivery anomaly. Blood glucose level at the time of the incident was ranging from 200 to 300 mg/dl. Customer also reported that the amount of insulin in the status screen was still high after bolus was given. Blood glucose level at the time of the call was 226 mg/dl. During troubleshooting, customer reports bolus history displays all bolus entries based on their recollection. Customer did not perform displacement test and high pressure test. The insulin pump was not replaced or returned for analysis.